Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the device was received for evaluation. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The electrode tip shows signs of activation. When performing the functional test, the electrode was connected to the vapr vue test generator, on ablation and coagulate modes a warning signal appeared as "output shorted" therefore; the device was sent to the supplier for further evaluation the s50 sm.dia.electrode w/integ.hndpiece-ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection of the device was performed; as a result, the device has not been returned in its original packaging. The active tip is in a used condition. There is tissue debris visible in the active suction port; and there is a residue visible in the suction tubing. The testing found that the device failed the hipot test and during the activation tests an ¿output short¿ error appeared on the generator when the ablate and coag modes were activated. DHR review has been performed for the complaint device lot number u2012002; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and product ra no containment or correction action related to the individual complaint is required. From our investigation we were able to confirm the customer reported issue. The device failed functional testing displaying an output shorted error caused by an insufficient glue coverage between active tip and active suction assembly. The failure mode seen has been caused by is consistent with previous complaint devices investigated under a CAPA. Update of the assembly aids 588060 and dn0012950 to further emphasize critical gluing process, to add image in appendix to highlight critical gluing instructions and add this to gluing station as visual aid. Additionally, training videos were embedded into assy aids to further support gluing processes in-line with best practice assembly method. 2. Retraining of all operators that are completing id60 within cr1 and cr2 against assembly aid 588060 & dn0012950. The complaint device was manufactured in december 2020 which was prior to these corrective actions. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(4) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2022, it was observed that the vapr premiere 90 electrode device became out of order right after the procedure began. During in-house engineering evaluation when performing the functional test, the device was connected to the vapr vue test generator, on ablation and coagulate modes a warning signal appeared as "output shorted". Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.